Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that site could get water to flow out of the return tubing but not back in. The tubing was swapped to resolve the reported issue. There was no patient present when this issue was observed.